Event description:
It was reported that during a laparoscopic high anterior resection procedure, the scrub nurse tried to preload a clip into the jaws of the device and it was pushed out, she tried to preload a second clip and that was also pushed out by the jaws. A new device was opened and had no problems. The procedure was prolonged five minutes due to the difficulties. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 06/04/2010.

Event description:
During the use of the device for a cardiopulmonary bypass procedure, the user reported the central control monitor would not power up when the machine was turned on. The user reported the display screen went blank, but would return after the device was turned off then back on again. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
(B)(4). (B)(4). Dropping or ejected clip the analysis results found that the er420 instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device fed one conforming clip and ejected the remaining sixteen and then, it locked out as intended. However, it could not be determined what may have caused the found ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.